Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Although charging began when the pump was left plugged into a working outlet, the connection was unstable, requiring the cable to be held or the pump to be positioned strategically. Technical support decided to send a replacement charging cable and wall adapter via two-day shipping and planned to follow up. If the pump battery depleted before receiving the new charging supplies, the customer was advised to rely on manual daily injections.